Event description:
It was reported that the patient presented in the clinic and it was noted that the pulse generator exhibited high ventricular rates and noise reversion episodes on the atrial and ventricular channels. The noise could not could not be reproduced with isometric testing. The patient experienced no symptoms and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).